Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. Traces of moisture was found at the display assembly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and would not turn on. The customer stated that she replaced the batteries but the insulin pump was unresponsive. The caller stated that the customer had been wearing the insulin pump on her bathing suit top leading up to the event. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.